Manufacturer narrative:
Continuation of d11: product ID 8709 lot# serial# (B)(6) implanted: (B)(6) explanted: (B)(6) product type catheter h6: all previously reported device and conclusion codes no longer apply to the event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) during a pump refill, a reservoir volume discrepancy was noted where the interrogated reservoir volume (irv) was 4.6ml and the actual reservoir volume (arv) was 8 ml. There was no associated signs and symptoms. On (B)(6) during a pump refill, a reservoir volume discrepancy was noted where the irv was 5 ml and the arv was 8 ml. There was no associated signs and symptoms. On (B)(6) during a pump refill, a reservoir volume discrepancy was noted where the irv was 5.7 ml and the arv was 7 ml. There was no associated signs and symptoms. On (B)(6) during a pump refill, a reservoir volume discrepancy was noted where the irv was 7.8 ml and the arv was 11 ml. There was no associated signs and symptoms. On (B)(6)during a pump refill, a reservoir volume discrepancy was noted where the irv was 5.6 ml and the arv was 9 ml. There was no associated signs and symptoms. On (B)(6) during a pump refill, a reservoir volume discrepancy was noted where the irv was 9.3 ml and the arv was 14 ml. There was no associated signs and symptoms.on (B)(6) during a pump refill, a reservoir volume discrepancy was noted where the irv was 25 ml and the arv was 1 ml. The plan was for pump replacement with possible catheter revision as elective replacement indicator (eri) was 16 months and there was a possible kink. On (B)(6) the pump and catheter were explanted/replaced. The existing catheter was tied off, possibly in the intrathecal (it) space. Surgical observation confirmed the catheter kink. The outcome of the event resolved without sequelae on (B)(6). No further complications were reported.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving morphine, bupivacaine and clonidine at concentrations of 15.0 mg/ml, 15.0 mg/ml, 250.0 mcg/ml and doses of 6.794 mg/day, 6.794 mg/day, 113.23 mcg/day via an implantable pump. The indication for use was non-malignant pain. It was reported the patient presented for a scheduled pump refill, on (B)(6) 2016, and a 3.4 ml under-infusion was noted. The device was interrogated and the estimated reservoir volume was noted as 5.6 ml and the actual reservoir volume was 9 ml. It was indicated the event was related to the device or therapy. No associated symptoms were reported. No actions were taken and the issue was unresolved with no further action planned. It was noted the patient's weight was not measured and the cause was not identified.